Manufacturer narrative:
The lead in question was severed 14 cm distal to the is-1 connector pin. The proximal and distal lead fragments were submitted for analysis. At the proximal end of the distal fragment 1.5 cm of insulation was missing. Moreover, the lead tip was missing. The returned lead was analyzed extensively. Analysis showed no deviation from technical specifications that could have been related to the clinical complaint. As the lead tip could not be extracted, as mentioned in the complaint, it is assumed that there was extensive in-growth. Calcification around the lead tip, which could lead to the increase in pacing impedance observed, should be considered. As we do not have the lead tip for analysis purposes, we cannot make a final statement on the root cause. The production process for this device was reviewed. The manufacturing documents did not show any irregularities. All manufacturing steps were executed correctly. In summary, there is no indication of a material or manufacturing defect.

Event description:
After an implantation period of approximately 36 months, increasing impedance values were reported. The lead was explanted with a laser and was cut. The tip of the lead remained in the patient.